Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found in specification in relation to the reported 'system failure' which was not reproduced. A system error 324 was observed through a review of the event history log and determined to be the reported system failure. The device was found to operate as designed. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unknown system failure. There was no patient involvement. No additional information is available.